Manufacturer narrative:
The product was returned for evaluation. Relayed by the pce: targeting arm returned in condition we would expect after being used 25 plus times during surgery. The 3/16 locating pin part number 14-442020-03 was noticed to be flush with the targeting arm, this pin should be .120 above the carbon arm. No prior complaints on part/lot combination. No deviations on part/lot combination. Part left conforming because the product was used during 25 plus prior procedures. Development engineer daren granger stated that if these pins were not to depth the part wouldn't function as intended and he believes that after being used over 25 plus procedures the pins were impacted into the targeting arm. Risk is addressed in IFU 01-50-1500 under care and handling of instruments. Review of the complaint history identified additional complaints that were investigated, and it was determined that no further action is required due to the complaint description not being of the same type. Review of device history records found these units were released to distribution with no deviations or anomalies. Completion of the investigation relayed to biomet finland via etq. Requested contact to verbally relay results to the customer. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Zimmer biomet complaint: (B)(4).

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2015. During the procedure, the compression system collapsed, and the two nails went inside the instrument. The instrument was used approximately 25 times over a span of about 1.5 years.